Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller alleges the connections between the luer lock and the infusion set tubing are becoming loose even after he is securely tightening the connections. No adverse event reported. Infusion set has been discarded; no product will be returned.